Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the end user had difficulty attaching the line to the cadd administration set. In addition, the pump was alarming with an upstream occlusion alarm. There was no patient involvement.